Event description:
Per the clinic, the patient was explanted due to no auditory stimulation. The results of an x-ray confirmed the device was not in the proper position. Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.